Event description:
It was reported that the customer's blood glucose level was 269 mg/dl but his sensor glucose level was around 50 mg/dl. As a result of the low sensor glucose level, the insulin pump went into threshold suspend. The insulin pump would not stop going into threshold suspend and would not accept a calibration. The customer corrected his blood glucose level with the insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).